Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame at both the proximal end of the capsule and the distal end of the capsule. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. When retracting the capsule, the actuator handle separated. Damage was observed on the screw gear. A hairline crack was observed on tab 4 at the point where the tab protrudes from the actuator component. Tab 3 was missing from the actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Damage was observed on the threading of the screw gear indicating increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The cause of the increased forces could not be determined with the information available. Factors such as load quality, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection could contribute to high forces. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system deployment knob broke into two parts during the release of the valve. The deployment knob¿s two parts were pressed together with resolution and the valve was successfully implanted. No adverse patient effects were reported.